Manufacturer narrative:
Neither the product nor the data logs were returned for investigation. After reviewing the clinical information, it was determined that the cause of the reported hemolysis was likely patient condition, specifically the patient's insufficient volume. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male patient had impella cp pump inserted in the left femoral for acute myocardial infarction (ami)/ cardiogenic shock (cgs). The patient had renal failure that was due to hemolysis and hemodialysis was required.